Manufacturer narrative:
Device passed basic occlusion test and displacement test, no motor error alarms were noted. However, unable to prime device during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device received with scratched lcd window. Device received with cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during basal. Customer's blood glucose was 418 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.